Event description:
A 50 ml iab (intra-aortic balloon) catheter was placed under fluoro guidance. The iabp console continued to give "helium loss" alarm due to the top portion of the balloon not inflating adequately. There was no blood in the helium line. It was exchanged for a second 40 ml iab catheter. The balloon tip again did not inflate adequately. Case was discussed with the arrow clinical rep via phone. Several maneuvers employed and the helium alarm continued. A third 40 ml iab catheter was placed, and it functioned properly with adequate inflation/deflation and augmentation.